Manufacturer narrative:
Complaint no.: (B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: no actual sample was returned for evaluation; however, a photograph of the issue was provided. Visual analysis of the photos confirmed the reported leak, but the photo was blurry so it was unclear if the leak is located on the corner of the bottom weld on left edge or located on the front face of the bag. As no physical sample was provided, a failure analysis was not possible; therefore, the root cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.